Event description:
The facility reported a fail code 810:11. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is available at this time.